Event description:
The customer called because his doctor felt that the insulin pump was not delivering insulin accurately. During the call, the customer reported that the screen was reacting on its own, w/o any input from the customer. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.